Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No rainbow display or stain on display window. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Device received with cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call there was a rainbow stain on the display and there was a crack over the entire device. Customer's blood glucose was 464 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.